Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was broken and display turned blank. Customer stated the contacts on the battery cap and compartment were not damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to some problem with the electronics isolated to electrical board. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to blank display.